Event description:
It was reported the patient received the following results within 15 minutes: 300's mg/dl and 160's mg/dl. Exact values were unknown.

Event description:
It was reported the patient received the following results within 15 minutes: 300's mg/dl and 160's mg/dl. Exact values were unknown.